Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the insulin pump had been intermittently alarming no deliver for the past several months. But, during the week of the report only, there were three no delivery alarms. The customer stated that they would just perform a complete set change of reservoir and infusion set. At the time of the phone call the customer's blood glucose was 278 mg/dl. Troubleshooting was not performed at the time of the phone call because the customer stated that they were able to resolve the alarm by changed the reservoir and the infusion set. Nothing further was reported.